Manufacturer narrative:
The contact lens has been discarded by the patient. A review of the manufacturing records concludes that the product was manufactured, packaged and released according to global and plant product specifications. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
The patient visited the doctor on the (B)(6) 2018 with symptoms of light sensitivity. The doctor observed a corneal ulcer outside the pupil at the 3mm of the limbus. Cultures were taken and it was revealed to be infectious. The patient returned for three follow up visits. They were instructed for one week to use erythromycin and the next week to use ocuflux. The patient recovered with no vision loss, it is unclear if they will be able to resume contact lens wear in the projected 6 months. The doctor is unable to determine the cause of the ulcer.